Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The patient presented with angina pectoris. The 80% stenosed eccentric de novo lesion measuring 5.0mm in diameter and 16mm in length was located at a non-tortuous and non-calcified bifurcation of the left anterior descending artery and an unprotected left main artery. The lesion was predilated with a 3.0x15mm non bsc balloon which reduced the stenosis to 50%. A 5.0x16mm taxus liberte¿ drug eluting stent was advanced to the lesion and before it could be fully deployed at 16 atms, the stent dislodged in the location of the left main artery and proximal left circumflex artery. A 5.0x24mm taxus liberte¿ stent was advanced to the left anterior descending artery and was deployed to crush the dislodged stent. Three non bsc balloons measuring 3.0x15mm, 3.5x15mm and 4.0x15mm were passed through the side holes of the 5.0x24mm taxus liberte¿ stent to dilate at the site of the bifurcation. The physician attempted to advance a 5.0x12mm taxus liberte¿ stent though the side holes of the 5.0x24mm taxus liberte¿ stent, but could not cross. The physician ended the case at that time. No further patient injuries or complications occurred. Patient status is satisfactory.